Event description:
The customer's mother reported that on (B)(6) 2012 at 5:03 pm, her son's blood glucose measured 430 mg/dl. The device was removed at that time and she injected 2.8 units of insulin manually. The cannula was bent. She reported her son runs cross country and the product was worn on lean tissue.

Manufacturer narrative:
The device was not be returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it before, during and after exercise."